Event description:
During periodic programming history review, it was found that a patient was interrogated and high impedance was observed. No known surgery has occurred to date. No additional relevant information has been received.